Event description:
The caller alleged a variance between the inratio inr result and the laboratory inr result. Results are as follows: date: (B)(6) 2015, inratio inr: 2.1, laboratory inr: 2.6. Therapeutic range: 2.5 - 3.5. The time between testing was less than one (1) hour. The caller reported that he was possibly anemic; however, no hematocrit results were provided. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: the caller was reported to be possibly anemic, but hematocrit was not provided. Anemia with a hematocrit less than 30% was identified as a condition that may contribute to discrepant inr results. The values reported by the customer were within the allowable bias that is based on the products release specification. No product was returned for further evaluation. No issues were found during review for the rate of complaints on this lot; therefore, no further investigation is required.